Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys total psa immunoassay result for one patient sample. The initial result was 0.287 ng/ml and was reported outside the laboratory to the patient. The result was questioned by the patient and the sample was repeated on another analyzer on (B)(6) 2017. The result was 190.8 ng/ml and was believed to be correct. There was no allegation of an adverse event. The reagent lot number was 156362 with an expiration date of 09/30/2017. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The provided calibration and qc data was acceptable and did not indicate an issue. There were no relevant errors in the analyzer's alarm trace. Most likely the issue was due to improper pre-analytical sample handling. It was noticed that a high percentage of the samples at the site had fibrin and microclots. In addition, bubbles on the sample surface and clot formation were observed. Other possible causes include issues with insufficient maintenance of the analyzer.